Manufacturer narrative:
The technician found that the nurse control panel was defective and causing the issue. The technician replaced the nurse control panel to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the bed has intermittent phantom movement. No injury reported.